Event description:
It was reported that this right atrial (ra) lead has been showing what appears to be loss of capture. Other episodes from years ago appear to show a similar behavior. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).